Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high and low blood glucose. The customer's blood glucose level was 40 mg/dl-403 mg/dl. The customer was using the insulin pump system within 48 hours of the high blood glucose. The customer was treated with the insulin pump. The customer reported that the insulin pump had pump error alarm after the self test was performed. The customer changed the battery and the set and blood glucose increased. Blood glucose the customer feels ok to troubleshoot high blood glucose. The customer was not using the automode features at the time of high blood glucose. The customer was not admitted as result of the high blood glucose. The customer was not alleging the insulin pump was under delivering. The customer did not provide any symptoms related to the high blood glucose. The device will not be returned for the analysis.